Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the device locked, three clips were malformed and the jaws would not release. After excising the device from the tissue, another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.